Manufacturer narrative:
(B)(4). The peritonitis occurred on an unspecified date in (B)(6) 2015. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by abdominal pain, described as "felt ache of the underbelly". The cause of the peritonitis was unknown. It was reported the patient was hospitalized for the event (for more than ten days). On an unreported date, the patient was treated with intraperitoneal gentamicin (dose, frequency and duration not reported). On an unreported date, the patient was discharged from the hospital. The patient was recovered from this peritonitis event. Dianeal therapy was ongoing. No additional information is available.